Event description:
On (B)(6) 2011 patient reported the down arrow button on his infusion device stopped responding this weekend. Patient switched to his backup infusion device. Patient stated the button does not remain flat when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.